Event description:
It was reported that there was noise on the software analyzer, however, when the analyzer was changed over to a different programmer all was fine. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the power supply, analyzer flex was replaced, and the link electronic module (lem) circuit board was replaced and calibrated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.